Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, it was noted that several automatic mode switch (ams) episodes were missing electrograms (egm). Further testing was suggested but not performed as the egms of ams that occurred after the follow-up were logged. The patient was stable and will continue to be monitored.